Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "iabp alarming helium loss, the user switched for another iabp with no further problems. No info about therapy or patient".

Manufacturer narrative:
(B)(4) the reported complaint of "iabp alarming helium loss" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "iabp alarming helium loss, the user switched for another iabp with no further problems. No info about therapy or patient".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp alarming helium loss" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the pcs assembly was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iabp alarming helium loss, the user switched for another iabp with no further problems. No info about therapy or patient".